Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an increased in measurements on left ventricular lead impedance was observed. Loss of capture was also noted. Chest x-ray was discussed. There were no adverse health consequences to the patient.